Manufacturer narrative:
Motor error alarm during rewind due to loose or protruded drive support disk. Unable to perform displacement test, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarm during the rewind test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose level was 110 mg/dl. The customer stated that they were trying to rewind and were unable to do so because of error. The customer reported that they were unable to clear the alarm and rewind the insulin pump. They stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to magnetic field. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.